Event description:
Healthcare professional reported left side "discreet radial folds on the left breast implant," "small amount of anechoic, homogenous fluid, peri-implanted." Healthcare professional later reported capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade iii.

Manufacturer narrative:
E1. Phone number continued: (B)(6).

Event description:
Healthcare professional reported left side "discreet radial folds on the left breast implant," and "small amount of anechoic, homogenous fluid, peri-implanted." Healthcare professional later reported "radial folds and the possibility of contracture." Healthcare professional additionally reported "capsular contracture baker grade iii." Device has been explanted and discarded.

Event description:
Healthcare professional reported left side "discreet radial folds on the left breast implant," "small amount of anechoic, homogenous fluid, peri-implanted." Healthcare professional later reported "radial folds and the possibility of contracture." Healthcare professional additionally reported "capsular contracture baker grade iii." Device has been explanted and discarded.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. Crease folding of implant: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.